Event description:
The customer, a syncardia authorized distributor, reported the patient had multiple short red alarms for two days, and was in the hospital the whole time.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating the lcd regulator 2 was too high. This fault typically occurs when driver is power cycled on multiple occasions by removing and re-inserting the onboard batteries while not connected to a/c power. Visual inspection of external components found fan cover cracked/damaged. Visual inspection of internal components found no abnormalities. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing included a 48-hour observation test. Prior to initiating the test, driver produced a red fault alarm with the primary motor stopping about 30 seconds after start-up with the secondary motor never engaging. Driver did stabilize and passed all functional testing for the duration of the test. A power cycle test was performed with ten known functional onboard batteries. No alarms or malfunctions were produced. Continued testing found separate failures of the device unrelated to the initial complaint. These issues were addressed separately. Specific customer complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint could not be replicated; the root cause of the reported red alarms was unable to be determined. Failure investigation found no evidence of a device malfunction specific to the reported complaint. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported the patient had multiple short red alarms for two days, and was in the hospital the whole time.